Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly and had frozen display. The customer stated that numbers were not ramping or the scroll bar was not moving up or down with no input from the user as up or down button may be stuck. The customer stated buttons are not responding and unable to troubleshoot due to audio difficulty. No harm requiring medical intervention was reported. The device will not be returned for analysis.